Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the elective replacement past (erp) indicator and an erroneous battery status measurement after 25 months of implant. The physician elected to explant the ipg. Cpi received a programmer strip exhibiting the erp indicator with a battery voltage of 2.53v.